Event description:
A high blood glucose level was reported, with the specific value displayed as "high." Cause was not known. The customer addressed the issue by administering a correction bolus via the pump, and no further assistance was required.